Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4), has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the extension tubing of the unspecified bd pegasus¿ was damaged.

Event description:
It was reported that the extension tubing of the unspecified bd pegasus¿ was damaged.

Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided, preventing our investigation team from conducting a device history review. Investigation conclusion: with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Root cause description: based on these results, the root cause for this complaint could not be determined at the conclusion of our review. Rationale: bd will continue to track and trend for this issue.